Event description:
A malfunction with code "malf 16" was reported, and no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump as backup therapy while a replacement pump is provided by technical support. The customer was instructed on how to put the defective pump into storage mode and return it within ten days using a prepaid label, which they understood and acknowledged.